Manufacturer narrative:
The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. The balloon failed to deflate fully with returned syringe attached. Per IFU, "passively deflate the balloon by removing the syringe from the gate valve." All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The reported event of "was not able to deflate" was not confirmed. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.

Event description:
As reported, after inflation the balloon was not able to deflate the internal air. The inflation lumen was opened but the balloon does not deflate; however, the balloon deflated after many hours. It was further revealed that the syringe was not on when trying to deflate the balloon. There were no patient complications reported.